Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The act button received flattened creased. After cleaning the keypad assembly, the device passed functional testing including the rewind, basic occlusion test, occlusion test,prime test, excessive no delivery test and displacement test. Device was received with cracked battery tube threads. The device was received with scratched lcd window. Device was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 81 mg/dl. Troubleshooting was performed. The device was returned for analysis.